Event description:
The patient went to the doctor due to pain on (B)(6) 2023. The doctor reported irreversible pulpitis/ early necrosis with sap and performed an emergency pulpectomy on tooth 45 (ada 29). A 30 ga vented irrigation needle mounted on 5cc luer lock syringe was used. Also, a rubber dam isolation and high vol suction with narrow bore and large bore evacuation tips were used. Nothing notable occurred during the procedure. The doctor said they followed the instructions for use; however, the instructions say keep refrigerated but the doctor said they may not have been as diligent to keep the product there when needing it handy for procedures so they store it in a climate-controlled cupbord away from light where similar materials are stored. No air bubbles were noticed. The cap was placed on with the arrows the correct way. The pain did not go away and the patient reported swelling in the lower right jaw region the same evening. The doctor prescribed amoxycillin 500mg tid for 7 days and then azithromycin 500mg od for 5 days. The patient's pain level started to reduce on (B)(6) 2023 but there was still a hard indurated swelling in the vestibule.